Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, an endoleak of indeterminate origin with sac growth was reported. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the physician completed a successful reintervention and elected to re-line the existing grafts with a non-endologix (gore) device. No visible endoleak was observed on the angiogram. The patient was stable post reintervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the event of the aneurysm enlargement based on imaging available to review. Attempts were made to obtain medical records but denied as patient authorization is needed. The no visible endoleak observed event is confirmed. As such, procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported being stable post the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, an endoleak of indeterminate origin with sac growth was reported. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported.